Event description:
It was noted in a patient's clinic notes that he had an increase in seizure frequency around (B)(6) 2010. The vns was stated to be properly functioning on this day, and it was not near end-of-service (eos). The physician stated that he was unsure of the etiology of the increase in seizures. Attempts for further information have been unsuccessful to date.